Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by external manufacturer: the device was returned. The specimen presents indications of a mechanical shear overload of the core wire and coil wires and subsequent stretching of the coil wraps beginning 1.15cm from the sheared coil end and extending to 2.55 from the proximal end of the coil. The shear cut to the core wire is located approximately 4.55cm from the proximal end of the coil with 0.85cm of the core extending through the coil wraps 3.70cm from the proximal end of the coil. The specimen presents several bends of varying severity and frequency scattered over the length of the device. The distal coil to core solder joint and an indeterminate amount of coil and core wires are missing. The proximal coil to core wire solder joint appears to be correct and intact by visual examination and by non-destructive testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that poor shape retention occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 190cm/short taper/straight thruway guide wire was used to cross the lesion. However, the distal end of the device was unable to maintain its original form. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed coil wire and core wire detached.